Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Prior to explant, a field representative was also seeing left ventricular pacing markers in a stored atrial tachycardia response episode despite the fact that the device was programmed to right ventricular only. Boston scientific technical services discussed that when the device is in a mode switch, it will always bi-value pace regardless of how it was programmed. The device was later explanted due to infection and erosion. There were no additional adverse effects reported.